Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2. The following sections were corrected: b1; b3; b5; h6 clinical and device code. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately seven years post-right hip procedure, the patient underwent a hip procedure with lateral plate fixation and implant retention due to a vancouver c periprosthetic femoral fracture following a fall on a bus. The patient sat down and accidentally missed the bus bench and fell on their right side/foot. Attempts have been made and no further information has been provided.

Event description:
It was reported that approximately seven years post-right hip procedure, the patient underwent a laminofix surgery following an implant fracture. The patient fell on a bus and suffered a femoral implant fracture. No components were revised during the procedure and there are no plans for a revision procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in finland. H6: proposed component code: mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.